Event description:
A peritoneal dialysis nurse reported that the pt experienced an iipv. On (B)(6) 2014, the pt was in dwell 4 and felt too full. The pt bypassed to drain, but only drained 21 ml. 0), fill: drain: 17; 01), 2496, 2789: 2), 2496, 2045; 3), 2496, 1751; 4), 2496, 21. The pt disconnected from treatment and manually drained 4000 ml into one bag and 1000 into another bag for a total of 5000 ml which was 200% over the expected drain volume of 2500. The pt remained asymptomatic, and did not require medical intervention as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.